Event description:
It was reported that the patient presented for an implant procedure on 12 apr 2023. During the procedure, the right ventricular (rv) exhibited a helix mechanism issue, although it was noted that it was still retractable. The lead was ultimately not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of an unspecified helix rotation issue was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Upon x-ray examination, the helix of the lead was compressed/bent and is consistent with procedural damage. The helix mechanism issue was unable to be tested due to the damaged helix as received. The cause of the reported event was isolated to a damaged helix consistent with procedural damage.